Event description:
It was reported that this catheter ((B)(4)) was originally placed in the epidural space and connected to an external non-medtronic catheter to be externalized and connected to a non-medtronic pump. The hospice cancer patient had reported the lack of pain relief. A leak was later reported at the catheter site. The physician was unsuccessful at aspirating the catheters and ultimately explanted this catheter and fibrin clots in the "mult" lumens of the catheter were reported. The spinal segment of the (B)(4) catheter was implanted in the intrathecal space and was connected to the same non-medtronic catheter for externalization. The patient did not require hospitalization and no patient injury was reported. The patient recovered without sequela. This device system delivered fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical product: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the 8782 revealed the catheter was incorrectly assembled with infusion system anomaly. The ascenda portion of segment 2 itself had no anomaly. The ascenda attachment to a non-ascenda medtronic pin connector was contraindicated. The reported leaking in the event may have occurred because the ascenda connection to the non-medtronic pin connector may not have created a tight enough seal. Intermittent leaking was seen in lab testing. However, no occlusions were seen in any of the returned segments. Analysis of the 8598a revealed the catheter was incorrectly assembled with infusion system anomaly. This analysis only consists of the pin connector portion and was noted that the proximal side of the pin connector was attached to a non-medtronic catheter. Visual inspection revealed segment 1 to be a non-medtronic catheter as the inner lumen was larger than a medtronic catheter and the catheter wall was thinner than a medtronic catheter. Although the pin connector had no anomaly, there was a possibility that the leaking noted in the event may have occurred because the larger diameter inner lumen of the non-medtronic catheter would not form a tight enough seal on the medtronic pin connector.